Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurses station (cns) displayed an error message "communication loss" every few minutes. Technical support (ts) had the bme reboot the multiple patient receiver (org) and reseat the ethernet connection on both ends. There were no error lights on the org. They also tried a different port on the switch, but the issue persisted. The bme stated that there were two green lights on the org, just like the rest of them. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns model #: cns-2101, serial #: (B)(6), device manufacturer data: 04/09/2024 (april 9, 2024) , unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Zm transmitter model #: zm-531pa, serial #: (B)(6), device manufacturer data: 06/06/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Zm transmitter model #: zm-531pa, serial #: (B)(6), device manufacturer data: 07/28/2021, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Zm transmitters model #: zm-531pa, serial #: (B)(6), device manufacturer data: 05/27/2014, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Zm transmitter model #: zm-531pa, serial #: (B)(6), device manufacturer data: 01/10/2019 (jan. 10. 2019), unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Zm transmitter model #: zm-531pa, serial #: (B)(6), device manufacturer data: 01/15/2025, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Zm transmitter model #: zm-541pa, serial #: (B)(6), device manufacturer data: 11/16/2023, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) displayed an error message "communication loss" every few minutes. Technical support (ts) had the bme reboot the multiple patient receiver (org) and reseat the ethernet connection on both ends. There were no error lights on the org. They also tried a different port on the switch, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurses station (cns) displayed an error message "communication loss" every few minutes. Technical support (ts) had the bme reboot the multiple patient receiver (org) and reseat the ethernet connection on both ends. There were no error lights on the org. They also tried a different port on the switch, but the issue persisted. The bme stated that there were two green lights on the org, just like the rest of them. No patient harm was reported. Investigation summary: during testing at the repair center, the reported issue could not be duplicated even after extended burn-in and reception testing with a cns. The repair center noted that the configuration label differed from the actual settings and corrected it before returning the unit. The root cause could not be determined. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns model #: cns-2101 serial #: (B)(6) device manufacturer data: 04/09/2024 (april 9, 2024) unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitter model #: zm-531pa serial #: (B)(6) device manufacturer data: 06/06/2022 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitter model #: zm-531pa serial #: (B)(6) device manufacturer data: 07/28/2021 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitters model #: zm-531pa serial #:(B)(6) device manufacturer data: 05/27/2014 unique identifier (UDI) #:(B)(4) returned to nihon kohden: na. Zm transmitter model #: zm-531pa serial #: (B)(6) device manufacturer data: 01/10/2019 (jan. 10. 2019) unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitter model #: zm-531pa serial #: (B)(6) device manufacturer data: 01/15/2025 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitter model #: zm-541pa serial #: (B)(6) device manufacturer data: 11/16/2023 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) displayed an error message "communication loss" every few minutes. Technical support (ts) had the bme reboot the multiple patient receiver (org) and reseat the ethernet connection on both ends. There were no error lights on the org. They also tried a different port on the switch, but the issue persisted. No patient harm was reported.